Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, anvil and cartridge did not meet up completely and caused misfire. Another stapler was opened and the tissue was re-stapled to resolve the issue. There was no patient injury.

Manufacturer narrative:
The event is no longer considered as a malfunction, and is now classified as a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.